Manufacturer narrative:
The field service engineer determined the probes were partially obstructed and replaced both reagent probes. The customer ran qc with acceptable results. In addition, the customer ran precision testing. The last calibration performed on (B)(4) 2020 was ok and there were no alarms noted. Quality controls were within range prior to the event, showing no indication of a reagent performance issue. It was noted that the sample centrifuge time was too short and the speed was too high. No relevant alarms were observed on the alarm trace. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from the cobas 6000 c (501) module. The initial result was 80.0 mg/dl and this value was reported outside of the lab where it was questioned by the doctor. The sample was pulled and repeated, resulting with values of 927.6 mg/dl with a data flag and 912.0 mg/dl with a data flag. The 912.0 mg/dl value was believed to be correct. The reagent lot number was 45247201 and the expiration date was 30-apr-2021.